Event description:
Pt fell 9/26/95 and as a result had acdf c5-c7 on 3/14/96 with a cervical spine locking plate. Plate was found to be fractured on 12/13/96 and removed 12/20/96. Product was lost after removal.

Manufacturer narrative:
Co is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on info which co has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, co or its empoyees that the report constitutes an admission that the device, co or its employees caused or contributed to the potential event described in this report". H11. Explantation for corrected info: h3,h6: no evaluation was performed as the product was not returned.